Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit failed the preoperative checkout. It was further noted that the unit had a damaged bellows. There was no report of patient involvement.

Manufacturer narrative:
The hospital replaced the bellows.